Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the allura device would not boot up. The system was outside of clinical use at the time event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system would not boot up. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, fse identified there was issue with the customer¿s mains power which caused the flex vision pc failure. The philips engineer replaced flexvision pc. After replacement, system was returned to use in good working order. The codes were updated based on the investigation outcome.